Manufacturer narrative:
Device evaluated by MFR: synergy, ous, 2.5x28mm, stent delivery system (sds) was returned for analysis. A visual examination found that the stent detached from the sds. The stent was loaded on a pigtail mandrel. The stent was severely damaged for the entire length with less damage on proximal end of the stent. A stent protector was returned and the ID (internal diameter) was measured which is within specifications. The returned pigtail mandrel was measured and was within specifications. The pigtail mandrel was loaded into the device with no issue. A visual examination of the balloon found the balloon wings relaxed and not tightly folded in position. A review of the batch records for the stent crimp force, the crimp temperature and the maximum crimped stent profile for the device was measured and all meet the specification. A visual and tactile examination found multiple hypotube along the full catheter length. A visual and tactile examination found no issue with the shaft polymer extrusion. There was evident contrast medium inside the midshaft and inflation lumen. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 28 synergy¿ drug-eluting stent, the stent was caught by the stent protector and the stent was stretched and the "wire snapped." The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 28 synergy drug-eluting stent, the stent was caught by the stent protector and the stent was stretched and the "wire snapped." The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.